Event description:
Reporter alleged obtaining a discrepant blood glucose result of 96 mg/dl back to back with a result of 53 mg/dl on the advantage system when testing was performed less than 10 minutes apart. Reporter indicated that she was not sure if she experienced any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that she self-treated with 3 glucose tabs. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.